Event description:
It was reported that the minute ventilation (mv) sensor of this pacemaker was disabled by the signal artifact monitor (sam) following a surgical procedure. Technical services (ts) was consulted and, upon review, determined that the sam episode was triggered by noise artifacts consistent with an external source. The impedance measurements of the right atrial (ra) and right ventricular (rv) channels presented a spike consistent time of the surgery and had since stabilized. Additionally, it was reported that the right atrial automatic threshold (raat) test did not properly run for this device. According with ts, this could have been caused by cross-talk oversensing exhibited by this device. Ts provided troubleshooting for mv sensor re enablement and offered reprogramming recommendations for this device. No adverse patient effects were reported. This pacemaker remains in service.